Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter (mother) contacted lifescan alleging that the lay user/patient's onetouch ping meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation as the patient was unable to be reached when the medical surveillance specialist requested the csr follow-up with the patient. The reporter stated that the alleged meter inaccuracy issue began approximately 12-13 months ago when the patient obtained blood glucose results using the subject device which were allegedly "at least 150 points higher" compared to a hospital meter (brand unknown) measured within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for accuracy. It is unknown how the patient usually manages her diabetes, and it is also unknown whether she made any changes to her usual diabetes management routine in response to the reported issue. The reporter stated that the patient was hospitalized in (B)(6) 2015 due to unrelated health issues, and the patient experienced symptoms of nausea, dizziness, confusion, lethargy and blurred vision and her hospital stay was upgraded to the ICU. The reporter was unsure if the symptoms started before or after the product issue. The patient was reportedly treated by a hcp in (B)(6) 2015 with a blood glucose test only. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing, an approved sample site was being used and the test strips were stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. Although the patient did develop signs or symptoms suggestive of hyperglycemia, the symptom of "blurry vision" correlates with the allegation. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.